Event description:
It was reported that multiple pts have returned to the facility with skin inflammation following skin cancer removal procedures. The skin was inflamed, red, and itchy. No medical intervention was required for these pts.

Manufacturer narrative:
Date sent to the FDA: 11/06/2009. Inflammation. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device lot number associated with this event is not known. The following are possible lot numbers: ak2600, bc2421, ba2102, be2751, ba2690, ba2665. In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria.